Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they received a no delivery alarm. Troubleshooting was performed and the no delivery alarm was resolved by a reservoir change. Troubleshooting could not continue as call was dropped. The customer's blood glucose was unknown.